Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected change sensor alerts noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio issue. The customer blood glucose level was unknown at the time of incident. Customer states that insulin pump will vibrate, but not make any sound when giving her an alert. Customer states that insulin pump was set to both audio and vibrate for the alerts. Customer also stated that insulin pump did receive a calibration not accepted alert also changed sensor alert. The insulin pump will be returned for analysis.